Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was due to expected or random component failure. No evidence was found to indicate a design deficiency, manufacturing issue, or process-related nonconformance. The most probable cause of this complaint is normal component variability or random failure inherent to electronic and mechanical devices. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed in the image snowflakes. This issue occurred during inspection for use. There were no reports of patient involvement.